Event description:
Leakage around the filling port (unkown part) was observed after filling. The customer mixed 5-fu 81ml and saline 9ml. There was no patient involvement and no patient injury and medical intervention. The actual infusor sample is available.

Manufacturer narrative:
(B)(4) - the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Functional testing of the unit did confirm the leak at the junction of the tubing and stress member. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause of the reported condition was attributed to insufficient solvent bonding. As part of the bond pocket optimization project, a 45 degree chamfer and a .002" were added to the tip of the stress-member. The bond pocket improvement is based on the seal length of the inner surface of the bond pocket that has interference with the outer surface of the tubing during bonding when the tubing is pushed inside the bond pocket. Therefore, the longer the seal length will result in a larger surface of contact for solvent to bond and hence a lower chance for a leak. Changes were implemented on december 2010. Lot involved in this incident was manufactured prior to the implementation. Baxter will continue to monitor similar reports to determine if further actions are required.